Event description:
Reporter name - (B)(6): I alone was affected by the dexcom sensor failure in that I couldn't track my blood glucose for several days. The stello sensor was shipped by dexcom to my house, 3 month supply, 6 sensors. This time, 4th, the sensor failed on the 9th day, instead of lasting the promised 15 days. No treatment was necessary as I just removed the failed sensor and waited for the anticipated 3 month supply shipment to arrive. It arrived on saturday (B)(6), 3 days later. Over about a year period, I have experienced 4 sensor failures somewhere between 7 - 10 days when it should have showed readings in my phone app for 15 days. The app would begin to show a lapse in readings from the sensor. A message would appear that the sensor was not responding and to wait up to 3 hours. After the 3 hours lapsed, a new message would appear that the sensor had failed and to apply a new sensor. I contacted dexcom each failure and they replaced 3 of the 4 failed sensors. Reporter email: (B)(6) / additional product details: dexcom is the manufacturer of the sensor. Primarily for diabetics. #(B)(4) over about a year period, I have experienced 4 sensor failures somewhere between 7 - 10 days when it should have showed readings in the phone app for 15 days. The app would begin to show a lapse in readings from the sensor. A message would appear that the sensor was not responding and to wait up to 3 hours. After the 3 hours lapsed, a new message would appear that the sensor had failed and to apply a new sensor. I contacted dexcom each time and they have replaced 3 of the 4 sensors. Pt: 4582. Device: 1535, 1521, 1480. Ref: mw5188860, mw5188861, mw5188862.